Event description:
It was reported by service report that the nurse call connector was broken on the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call connector.